Manufacturer narrative:
The meter was returned for investigation. The returned meter was tested using retention test strips and retention controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 45, 44, 44mg/dl. Level 2 ¿ 312, 310, 312 mg/dl. All returned results are within acceptable range.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable high glucose results from accu-chek inform ii meter serial number (B)(4). The customer performed comparisons of 10 different patients. The other meters had normal values between 80 and 100 mg/dl. These results were reported. Using meter serial number (B)(4), the results were all high above 128 mg/dl. On (B)(6) 2021, the customer performed two comparisons. Comparison 1: 93 mg/dl and 125 mg/dl. Comparison 2: 90 mg/dl and 128 mg/dl.

Manufacturer narrative:
One test strip was returned for investigation. Testing was performed using glycolyzed blood. Testing revealed the strip had been exposed to humidity, heat or moisture at the customer site. The investigation did not identify a product problem. Medwatch fields d9 and h3 have been updated.